Manufacturer narrative:
The following fields have been updated. Adverse event/product problem, event description, explant date, type of reportable event, impact code.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis (ipp) due to incomplete inflation resulting in a unsatisfactory erection. The ipp pump also continuously pumped even after a full inflation. The patient was highly dissatisfied.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) due to the errection of the implant only being half. The ipp pump also continuously pumped even after a full inflation. The patient is highly dissatisfied.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinders passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Date of event is unknown, used the first date of the aware month.

Event description:
It was reported that the patient is requesting a removal of an inflatable penile prosthesis (ipp) due to the erection of the implant only being half. The patient is highly dissatisfied.